Event description:
A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon also reported the patient had a "fair" amount of edema at one week postoperatively. A scratch was noted on the iol at a postoperative visit, and the surgeon felt the scratch occurred while the iol was being loaded into the cartridge during the procedure. He does not feel the iol caused or contributed to the event. In a follow up, the surgeon reported the event continues.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/21/2009, 08/25/2009, 08/26/2009, and 09/09/2009 by phone, fax, and mail. A completed questionaire was received on 08/26/2009. (B) (4). (B) (4).